Manufacturer narrative:
The calibration was acceptable. The provided qc data was not acceptable. The alarm trace showed abnormal aspiration alarms which are indicative of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results for 1 patient sample and questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for 1 patient sample on a cobas 8000 c 702 module. Patient 1: the initial glucose result was 42.3 mg/dl and the repeated result was 236.9 mg/dl. Patient 2: the initial alp result was 168 u/l and the repeated result was 262 u/l. The samples were repeated due to multiple samples being flagged as critical. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The glucose reagent lot number was 79645501 with an expiration date of 31-jul-2025. The alp reagent lot number was 79604201 with an expiration date of 31-jan-2025. The field service representative found the sodium hydroxide (naoh) cell rinse nozzle was dripping and there was an obstruction in the nozzle. He bleached the tubing to the rinse nozzle, performed checks, performed adjustments, replaced cuvettes, performed reagent registration, and performed wash reaction parts and cell blank measurements. He performed tests with acceptable results. After service, no issues were reported by the customer. The investigation is ongoing.